Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
Upon interrogation, non-sustained right ventricular over-sensing were observed. Reprogramming was recommented to resolve the issue. No patient symptoms were reported.